Event description:
It was reported that was sent to the emergency room due to drainage and opening in the ipg incision site. It was not device related but procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7114293/7114486.